Event description:
Patient reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Additional observation. No penetrating nick. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side "rupture." The device has been explanted.